Manufacturer narrative:
(B)(4). Device evaluation: the device was returned to the factory for evaluation. An review of the record identified that the patient was involved. The complaint is classified as "major". The investigation activities were completed based on procedural requirements for the complaint classification of "major". A visual inspection of the device was performed. It showed no signs of clinical usage and no evidence of blood. A single dark color straight fiber of unknown origin was provided with the returned device. The device was returned without the pouch, which was unable to be inspected. Based on the returned condition of the device, the reported complaint was confirmed. The device history record (DHR) was reviewed with special focus on the sterility certification. The records show the device lot conformed to all applicable specifications. The DHR is available for review as an attachment to the record.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 had a hair in the package. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
On (B)(6) 2016 01:21 pm (gmt-5:00) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 had a hair in the package. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.